Manufacturer narrative:
The analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired and with the cartridge lock out bent. The damage to the cartridge lock out is consistent with damage observed when the firing cycling is started, interrupted, released and restarted. In addition, the instructions for use state, " the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycling has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. "The returned device was non functional as the firing mechanism was damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were broken. No functional test could be performed due to the condition of the device. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device locked out. Used another like device to complete the case. No patient consequence.